Manufacturer narrative:
A ge service representative performed an onsite investigation. The back-up battery was replaced and a filament calibration was performed. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed several different error message that rendered the system unusable. There is no report of pt injury.